Event description:
The customer reported that several times during procedures, after 6 liters of processed volume, air formed in the withdrawal and the procedures were aborted. Exact incident dates are not available at this time. Pt info is unavailable at this time. The disposable sets are unavailable for return for evaluation. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. The device history record was reviewed for this lot. There were no issues identified that would have contributed to the reported incident. Root cause: air in the access tubing can be caused for several reasons. Due to the disposable set being unavailable for evaluation, a definitive root cause cannot be determined. Possible causes include but are not limited to: a failure of the disposable set at the inlet coil caused by a leak path at one of the tubing bonds or external damage during the procedure (pinched between bed rail or between machine and bed). Accessing the inlet 3-to-1 manifold plug via needle that allowed air entry. An issue with the luer connection to the patient access site, which allowed air to enter. An issue with the saline line roller clamp, which allowed air from an empty saline bag to pass into the disposable system. This could be caused by a defective roller clamp, external damage to the roller clamp during procedure, or failure to close the inlet saline line roller clamp during the procedure. Had the procedure continued, an alarm triggered by the air in the inlet chamber would have occurred.